Event description:
Customer reported being hospitalized due to high bg's customer was vomiting, but thought it was the flu. Customer's family member called 911, but when the emergency medical technician arrived they checked their blood glucose and it was 1300 mg/dl. Asked customer if batteries were stored properly. Batteries were not stored properly. Recommended to insert fresh batteries. Customer was not working with kaiser to upgrade while pump is still under warranty.